Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was tested outside of the device and passed. No unexpected pump error 53 alarms noted during testing however, the formatted history file confirmed pump error 53 alarm. Problem isolated to the electronic assembly as per global logic analysis. Device received with pillowing keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received software error alarm repeatedly. Customer was able to clear alarm and able to rewind insulin pump. The fill cannula was recorded in daily history. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.